Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/22/2025 the patient reported that their ilet device screen cracked after the device fell from their pocket. The device remained functional and continued to deliver insulin, but the patient was concerned about potential cuts from the damaged screen. The patient reported no injuries, confirmed access to backup therapy, and arranged for a replacement ilet.